Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on february 08, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during a pancreatic fluid collection drainage performed on (B)(6) 2023. During the procedure, the second flange could not be deployed. The physician attempted to deploy the second flange several times, but the stent could still not be fully deployed. The stent was removed from the patient partially deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event.